Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not producing x-rays. Review of the system log file found that the mpdu control unit was faulty. Fse replaced the mpdu control unit. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system could not do x-ray. System was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the mpdu control unit. The fse replaced the mpdu control unit and device returned to full functionality.